Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Although requested by tandem technical support (cts), the customer declined to perform troubleshooting for the occlusion. Additionally, a malfunction alarm occurred. During troubleshooting with cts, the malfunction alarm was cleared and insulin delivery was able to be resumed. Customer's blood glucose level was 110 mg/dl.